Manufacturer narrative:
A pacemaker was received for analysis with the reported field event of premature battery depletion. The device was found to be at end of service through normal battery depletion consistent with the programmed high output settings. No anomalies were found and the reported event was unconfirmed.

Manufacturer narrative:
The investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that the patient presented for a pacemaker changeout procedure. Upon review, the pacemaker was at elective replacement indicator. The physician alleged premature battery depletion. The physician explanted and replaced the pacemaker. The patient experienced no adverse consequences.